Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. A replacement interval was communicated to the caller. This device remains in-service at this time. No adverse patient effects were reported.